Event description:
A nurse reported that the equipment did not aspire adequately during the "stop and ship" part of the procedure. The surgeon uncovered the point but the equipment continued to have poor vacuum. Viscoelastic was placed in the eye in an attempt to rotate the crystalline lens to remove the remaining part. A capsular tear was noted and a part of the crystalline lens fell into the posterior segment. The cassette was exchanged an unplanned posterior vitrectomy was performed to complete the procedure with no further harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finished goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).